Event description:
Three days following the implant of a cypher stent and a zeta stent, the patient presents with chest pain and emergent cardiac catheterization is performed. Angiography reveals that the entire right coronary artery (rca) was occluded with thrombus - no flow. Aspiration and angioplasty were conducted on the implanted cypher. The patient was discharged from the hospital 6 days later. Per the procedural physician, the probable cause of the sat was the cypher appeared to be undersized and could have been under-dilated as ivus was not performed during index procedure.